Manufacturer narrative:
The affected device was returned to the distributor on (B)(6) 2019. The device is under testing by a servie provider of infutronix.

Event description:
Infutronix received an under-infusion issue of the device from a distributor on (B)(6) 2019 that the "pump (B)(4) was hooked up for 46 hours, rate 2.2ml/hr. Patient hooked up on tuesday. Said on wednesday night, the pump made a couple short beeps and the green light turned red. He called the support phone number. They could not troubleshoot the issue, so he was instructed to turn the pump off and see us in the morning. When he came in on thursday, the pump read 42.9ml left to be infused, 19 hours 56 minutes left. We changed out his pump to pump # (B)(4) and restarted the infusion with the same info from the original pump. Came in friday for disconnect, he said the pump alarmed that it was done so he turned it off. There was 16 ml left in the bag." No patient was harmed. Medication was 5fu." No patient information was provided to infutronix. This report is for the second device mentioned above (sn: (B)(4)). The other device (sn: (B)(4)) is reported in MDR #3011581906-2019-00011.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00012).

Manufacturer narrative:
The reported issue was confirmed. During testing, the pump had a flow rate deviation of -5.5%, which was outside specification. Although the observed deviation was not as severe as the reported deviation (16ml / 42.9ml = -37.3%), a flow rate issue was confirmed. The test was completed on (B)(6)2019 and the pump was scrapped after the test.